Event description:
It was reported that asymptomatic patient presented in clinic with device exhibiting non-sustained lead noise due to post-paced t-wave oversensing and was noted on a stored egm. Programming changes were made during device check, which resolved the issue.

Event description:
New information received indicated that asymptomatic patient presented in-clinic for follow-up. The device exhibited post-paced t-wave oversensing on ventricular channel via a stored egm. Programming changes were made. Patient was fine after event.